Manufacturer narrative:
During the evaluation of the device at the MFR's service center, a failure of the device to power on was observed. The device's power management board was replaced to address the issue.

Event description:
The ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.